Event description:
Reporter stated lancet protrudes beyond the end cap of the softclix device. No accidental stick occurred. No adverse event reported. Customer did not provide the lot number of the device, nor the lancets, and reported the device had been discarded.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.